Manufacturer narrative:
(B)(4).

Event description:
Procedure type: fistula. According to the reporter: surgeon was suturing in implant and had the right half of the implant in. He lifted the left portion up to look at the stomach and the mesh tore across, not at or to a suture point. Also, when he began to cut the sutures to explant the mesh, he grasped the implant and it tore again. He did not seem to be using excessive force or sharp instruments. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Surgeon explanted mesh and implanted another mesh.